Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. A 2x15mm tenku rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was prepped outside the anatomy and the balloon was soaked prior to use. The bdc was advanced toward the target lesion. During the second inflation the balloon was inflated up to 14 atmospheres for 20 seconds and the balloon ruptured. Contrast was noted escaping from the balloon under fluoro. No additional dilatation was performed and the lesion was ultimately treated with an unspecified stent. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.